Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced battery pack set and adjusted battery charger to specs. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would not boot and displayed a "precharge voltage failure" error code. There was no report of pt injury.